Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter displayed an ¿apply sample¿ message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged issue began on (B)(6) 2015 at approximately 4:20pm when the ¿apply sample¿ meter message was displayed when he was attempting to measure his blood glucose. The patient stated that he manages his diabetes using an insulin pump and denied making any changes to his usual diabetes management in response to the alleged product issue. The patient denied experiencing and symptoms, and reportedly self-treated by taking additional glucose tablets and/or gel on (B)(6) 2015 at approximately 4:30pm in response to the reported issue. At the time of troubleshooting, the csr noted that the correct test strips were being used, the patient¿s testing technique was correct and it was not the first use of the device. The csr walked the patient through a re-test but was unable to resolve the issue. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged meter/product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.